Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 458 mg/dl with a high ketone level. A correction bolus was delivered to address the bg level. The customer cleared the alarm prior to contacting tandem technical support.